Event description:
It was reported the disposable caused the pump to not prime or run without a downstream occlusion alarm occurring and alarm would not resolve. No patient injury. No additional information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation: the device was not returned for evaluation. The exact cause of the customer's complaint could not be determined. If the product is returned, the complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.